Event description:
It was reported that a patient underwent a cardiac procedure with a vizigo for which biosense webster¿s product analysis lab (pal) identified a hemostatic valve separation issue. Initially, it was reported that it was impossible to insert the dilator into the valve of the sheath. When the sheath was replaced, the issue was resolved. No adverse patient consequence was reported. The issue was assessed as non MDR reportable. The risk of patient harm is considered remote. The biosense webster, inc. Pal received the device and per the evaluation completion on 01-apr-2025, the hemostatic valve was absent from the hub and not found in the returned package. This was assessed as MDR reportable with an awareness date of 01-apr-2025.

Manufacturer narrative:
The device was returned to johnson & johnson medtech for evaluation. A visual inspection and functional test were performed following johnson & johnson medtech procedures. Visual inspection revealed a bent shaft and a damaged tip, without damaged electrodes. The hemostatic valve was absent from the hub and not found in the returned package. Microscopic inspection showed no damage to the silicone ring. A lab dilator sample was introduced through the sheath, and obstruction was detected in the handle area. Dissection revealed the valve inside the sheath causing the obstruction. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter, indicating potential physical damage from excessive force manipulation. 00000000a device history record evaluation was performed for the finished device number 60000512, and no internal actions related to the complaint were found during the review. The impeded device issue reported by the customer was confirmed as valve separation was detected during analysis. The potential cause of the hemostatic valve separation could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. Additionally, unrelated bents in the shaft and the tip were detected. The potential cause of the bents could be related to the shipping/handling after the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number (B)(4).